Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when alerts were triggered. A remote monitoring transmission indicated that the alerts were triggered due to short v-v intervals and non-sustained episodes and noise/oversensing. Provocative testing was able to reproduce noise/oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.